Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked reservoir tube lip, reservoir tube, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was 162 mg/dl. She stated the insulin pump alarmed motor position encoder error, while trying to do a set change. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.